Event description:
X-rays for the patient were received and reviewed. The generator appeared to be placed in the left chest. Based on the images provided, the feedthrough wires were intact, and a slight portion of the pin could be visualized past the second connector block. The lead was visualized in the chest and neck. There appeared to be a strain relief bend and loop present; however, the loop was not placed per labeling. There were two tie downs visualized and placed according to labeling. A slight portion of the lead was visualized to be routed behind the generator. The lead as the connector pin appeared to be intact. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
Additional information was received that the patient had a full revision. It was reported that the pin had been all the way in and cause was unknown but the lead was cut just prior to the electrodes. Surgeon was unable to find the old electrodes. They did cut the lead to explant however since the cause for the high impedance was obvious to the surgeon, the hospital did not see a need to send back therefore explanted device will not be returned at this time. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was showing high impedance. The patient did not have great efficacy from vns therefore will be moving forward with rns. No known surgery for the reported event of high impedance has occurred to date. No additional relevant information has been received to date.